Manufacturer narrative:
(B)(4).

Event description:
Received information while the stimulation was turned on the patient experienced a shocking or jolting sensation. Patient woke up the evening of (B)(6) 2011 with a sharp pain at his pocket site. The site also appeared pink and felt warm in the days that followed. Patient also had a fever or 101f during that weekend as well. Manufacturer's representative reports the patient is 30 days post implant. Impedance measurements are normal. The pocket looks well healed and is not red. It does continue to be tender to the touch. Patient is still receiving good therapeutic stimulation. No reprogramming has been needed during this time and there has not been any trauma. The ins is located in the buttock area. Patient is getting therapy for his low back and right leg pain. Hcp is considering an x-ray of the pocket and assessing for possible infection. Additional information has been requested and if received a follow up report will be sent.